Event description:
It was reported that during regular follow-up, externalized conductors were observed between the rv and svc coils via x-ray. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.